Event description:
The customer reported while the unit was in use on a pt, the pump's display became dissconnected from the extended display cable. After reconnecting the display without shutting off the unit, the display blanked out. The pt was switched to another unit and therapy was contained. No pt injury was reported.